Manufacturer narrative:
Investigation: visual investigation: here we detected that the shaft gets a third-party maintenance service, and based on that we can no longer guarantee the specifications of the product. The jaws of the shaft are misaligned. Furthermore, the products have been forwarded to the responsible production department for further analysis. Findings: the stock is generally in very poor condition, the jaws are badly misaligned, the stop plate is torn off on one side, the root protrusion in the clip guide is damaged. The handle is fully functional. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably third party maintenance/repair-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results a CAPA is not necessary.

Event description:
Update: after investigation results were reviewed, the products were confirmed. Involved components: pl520r - challenger ti-p handle (9610612-2021-00613) (B)(4). Associated medwatch reports: pl536r - shaft compl.d:10mm l:370mm (9610612-2022-00307) (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a challenger ti-p handle (part # pl520r) was used during a procedure performed on (B)(6) 2021. According to the complainant, the cartridge container fell into the patient's cavity intraoperatively. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under (B)(4) reference (B)(4). Involved components: pl536r - shaft compl.d:10mm l:370mm - lot unknown.